Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility home therapies coordinator reported a peritoneal dialysis (pd) patient experienced a leaking cassette during treatment. The coordinator stated the cycler prompted with balloon valve leak alarms on the liberty cycler during treatment. Upon follow-up, the coordinator stated the patient discovered a fluid leak in the pump module area of the cycler after ending their pd treatment. The patient reported that the cycler had prompted with balloon valve leak alarms during an unknown phase and cycle of treatment and prior to cancelling treatment and finding the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The patient discontinues the use of their cycler and followed up with the on-call peritoneal dialysis nurse (pdrn) for assistance. The coordinator stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and reverted to manuals to complete treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has since received a new cycler and has continued use of the cycler without further issue. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
A user facility home therapies coordinator reported a peritoneal dialysis (pd) patient experienced a leaking cassette during treatment. The coordinator stated the cycler prompted with balloon valve leak alarms on the liberty cycler during treatment. Upon follow-up, the coordinator stated the patient discovered a fluid leak in the pump module area of the cycler after ending their pd treatment. The patient reported that the cycler had prompted with balloon valve leak alarms during an unknown phase and cycle of treatment and prior to cancelling treatment and finding the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The patient discontinues the use of their cycler and followed up with the on-call peritoneal dialysis nurse (pdrn) for assistance. The coordinator stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and reverted to manuals to complete treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has since received a new cycler and has continued use of the cycler without further issue. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.